Manufacturer narrative:
Ekosonic mach4 12cm catheter, catalog number 500-55112, serial number (B)(4) was returned for evaluation. The data event log from the pt3b control unit involved in the case was downloaded and reviewed. The catheter delivered ultrasound assisted therapy for twelve (12) hours and both the catheter and control unit worked according to specifications. Based on the report, the device malfunction occurred at the end of therapy during the removal of the catheter. Inspection of the returned iddc and msd revealed extensive damage consistent with encountering strong resistance during withdrawal/removal from the patient. The iddc had been stretched, the msd was fractured and the platinum marker bands were no longer present on the iddc. Although the user did not report any difficulty during device removal, the device would not have operated in the returned condition; therefore, the damage occurred following use of the device. The observed device damage is consistent with withdrawal of the catheter through a very firmly tightened rotating hemostasis valve or similar narrower stricture. The ekosonic device instructions for use include the following warning statement: " do not use an introducer sheath with a rotating hemostasis valve to introduce the ekosonic mach4 endovascular device. Insertion or removal through a rotating hemostasis valve may result in removal of the radiographic marker bands, stretching or other damage to the catheter". The patient was reported to have a good outcome and no patient injury or intervention was reported.

Event description:
During an ekosonic procedure for the treatment of a bilateral pulmonary embolism, the control unit (cu) alarmed several times resulting in ultrasound delivery being discontinued after twelve (12) hours of treatment. The lytic infusion was continued as ordered. No issues were reported during the catheter removal procedure and the catheter was returned to ekos for examination on (B)(6) 2016. The reporter stated that the patient received full therapy and was 'doing great' (verbatim). Inspection of the returned product revealed the catheter had been damaged, the platinum marker bands were no longer on the catheter and the microsonic device was fractured. The entire microsonic device was received, however, the marker bands were not returned. Therefore, it is not possible to determine whether the marker bands were removed with the catheter or were retained in the patient.